Event description:
It was reported after use the tube lihep plh 13x100 6.0 plblce gn there was underfill or low draw of a tube with blood this occurred on 100 occasions during use. The following information was provided by the initial reporter: ¿research center having issues with under fill tubes. The blood volume had some issue with under fills".

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the tube lihep plh 13x100 6.0 plblce gn there was underfill or low draw of a tube with blood. This occurred on 100 occasions during use. The following information was provided by the initial reporter: ¿research center having issues with under fill tubes. The blood volume had some issue with under fills".